Event description:
It was reported that the patient was recorded with asystole episodes during the patient's stay in the hospital. The device was checked and all parameters were in the range. The ventricular lead was tested in the operation room via analyser, all parameters were in the range. The implanter was concerned about the integrity of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).